Event description:
During a procedure, the anesthesia machine stopped working and gave a message "try another cassette, schedule service." This has occurred before with no problems found in the logs or vap test. Machine passed all checks. The machine was turned off, then on again to clear and began working for the remainder of the case. The machine was changed out of the or suite and replaced. There was no injury to the patients.======================health professional's impression======================circuit board failure.